Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8071722. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that clear liquid was noticed inside the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (6) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 8071722. Customer states that there is clear liquid inside of the syringe before injection. All returned syringes were examined and all samples exhibited a small amount of clear liquid inside the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Samples were forwarded to manufacturing (holdrege) on 21nov2018 for further review. On 26nov2018, holdrege received six (6) 0.3m, 8mm, 31g syringes in an opened polybag from batch# 8071722. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Silicone pooling was observed in 5 of 6 returned samples, as the last returned sample was previously utilized for testing. Per ftir analysis, the clear liquid within the barrels is most likely silicone. CAPA 56537 was initiated by the holdrege plant to address silicone pooling and the associated root cause(s). This CAPA focused on a reduction of silicone pooling and was closed effective. A review of the device history record was completed for batch# 8071722. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (inside syringe) on lot # 8071722. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that clear liquid was noticed inside the bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.